Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "balloon was damaged and ruptured" is not able to be confirmed. The product was not returned for inv estigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the catheter was entering the body. The balloon was damaged and ruptured, balloon cannot be delivered to the aorta". As a result, the balloon was removed and a 2nd balloon was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "when the catheter was entering the body. The balloon was damaged and ruptured, balloon cannot be delivered to the aorta". As a result, the balloon was removed and a 2nd balloon was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.